Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part: 04.034.243s. Lot: 3l29765. Release to warehouse date: january 31, 2019. Expiration date: january 01, 2029. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Non sterile part: 04.034.243. Non sterile lot: h770457. Release to warehouse date: october 31, 2016. Expiration date: n/a. Manufacturing site: selzach. Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) surgery to treat the transverse fracture of left tibial shaft. Before the surgery, the devices were checked properly and there was no problem. In the surgery, the surgeon proceeded according to the surgical technique. Checking with the image intensifier was done. When the surgeon tried to remove the connecting screw, there seemed to be something wrong with the nail and the connecting screw, and the connecting screw could not be rotated at all by the screwdriver. The surgeon used the insertion handle to forcibly turn the screwdriver on the principle of leverage. The connecting screw was so tight that the screwdriver was almost broken, and each time the connecting screw was tried to be turned, it made about 15 crackles. After that, only the insertion handle turned. Since the nail and the connecting screw were still connected, the insertion handle was continuously rotated about 10 times, and the connecting screw was finally removed in about fifteen (15) minutes. The surgery was completed successfully within thirty (30) minutes delay. The surgeon stated that there was no defect in the threaded part of the nail because the end cap was attached. Regarding the connecting screw, the sales rep connected it to the nail of the demonstration product, and it was attached without any problem. After the surgery, x-ray showed that the posterior part of the proximal part of the nail seemed to be chipped. There is a risk that the removal device cannot be attached during nail removal. As the treatment plan, the surgeon said he would proceed without removing the implants. No further information is available. This report is for one (1) 8mm ti cann tibial nail-ex w/prox bend 315mm-sterile. This is report 1 of 2 for complaint (B)(4).

Event description:
Concomitant devices reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.